Manufacturer narrative:
Product analysis: misalignment and inability to calibrate were confirmed. The connection between the display overlay and printed circuit board (pcb) was re-seated and the stylus calibrated to the display. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned on the display. It was further reported that the stylus could not be calibrated to the screen. The programmer was returned for service. There was no patient involvement.